Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the audio bolus button was observed to be missing. In addition, the cartridge and battery caps were not returned with the pump, and a test battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that the audio bolus button cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.